Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's report reported via phone call indicating that patient was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was unknown. The customer is currently in the hospital and needs assistance with suspending pump. The customer's husband was assisted with rewind the device, fill tubing, putting on suspend. The customer's husband stated patient decline to troubleshoot for high blood glucose due hospitalization.